Manufacturer narrative:
Device evaluated by MFR.: a mustang 6.0 x 40, 135cm was returned for analysis. The returned device was loaded onto a mandrel and attached to an encore inflation unit. Positive pressure was applied, and a balloon pinhole leak was identified at the proximal bond. No other issues were noted. A visual and microscopic examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 07apr2020. It was reported that inflation failure occurred. The mildly stenosed target lesion was located in the mid superficial femoral artery. A 6 fr sheath and a .035" guidewire were used, and crossed the lesion with the help of 035 support catheter and stiff wire. A 6.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, the balloon was not inflating during the procedure. The procedure was completed with a different device. There were no patient complications reported and the patient's condition was stable. However, returned device analysis revealed a balloon pinhole.